Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain/severe cramping pain') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral hysteroscopic sterilization, hysteroscopy d and c with endometrial balloon therm ablation". Medical conditions: both ostia were visualized. The essure catheter was then advanced through the operative port toward the left ostium and advanced all the way to the black marker. The thumb wheel was then rotated. The transverse button was depressed and the thumb wheel was further rotated, deploying the coils and the micro insert. Three coils were visible, consistent with appropriate application. The same was done on the right side. Three coils were also visible on that side, consistent with appropriate application. Concurrent conditions included menometrorrhagia, polymenorrhoea, metrorrhagia, adenomyosis uteri, fibrosis, chronic salpingitis and endometriosis externa. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen (advil), medroxyprogesterone acetate (depo provera) from january 2012 to september 2013, nsaids since april 2013, paracetamol (acetaminophen) since april 2013, tizanidine hydrochloride (zanaflex) from february 2014 to march 2014 and tramadol from february 2014 to march 2014. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total hysterectomy (B)(6) 2014, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, metrorrhagia, urinary tract disorder and bladder disorder had resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, date(s) of insertion: (B)(6) 2013 and nov-2012. Date leave began: (B)(6) 2013. Date leave ended: (B)(6) 2013. Three coils were visible on the left and right side. Discrepant information: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Patient reported she had done total hysterectomy in (B)(6) 2014 left side: three coils were visible, right side: three coils were also visible. Plaintiffs received treatment for pelvic pain, abdominal pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2013: pre-op diagnosis: menometrorrhagia, desires sterilization procedure: bilateral essure hysteroscopic sterilization, hysteroscopy, d&c with therma choice balloon ablation specimen: endometrial curettings; on 25-feb-2014: final diagnosis: (a) uterus and cervix: uterine adenomyosis; uterine weight 106 grams. Variably atrophic. Basaloid to focal weakly secretory type endometrium. No evidence of atypia, adenomatous change or malignancy (b) endometriosis from cul-de-sac: mesothelial surfaced connective and fibrofatty tissue with focal fibrosis, reactive epithelial change and moderate chronic inflammation clinical data: pre-op diagnosis & post-op diagnosis:: pelvic pain, adenomyosis (history of ablation and essure sterilization) procedure: total laparoscopic hysterectomy, excision of endometriosis specimen: (a) uterus and cervix (b) endometriosis from cul-de-sac. Ultrasound scan vagina - in may 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received- outcome of the event vaginal haemorrhage was updated from unknown to recovered resolved. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error, "essure bilateral hysteroscopic sterilization, hysteroscopy d and c with endometrial balloon therm ablation". Medical conditions: both ostia were visualized. The essure catheter was then advanced through the operative port toward the left ostium and advanced all the way to the black marker. The thumb wheel was then rotated. The transverse button was depressed and the thumb wheel was further rotated, deploying the coils and the micro insert. Three coils were visible, consistent with appropriate application. The same was done on the right side. Three coils were also visible on that side, consistent with appropriate application. Concurrent conditions included menometrorrhagia, polymenorrhoea, metrorrhagia, adenomyosis uteri, fibrosis, chronic salpingitis and endometriosis externa. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen (advil), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, tizanidine hydrochloride (zanaflex) from (B)(6) 2014 to (B)(6) 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total hysterectomy, d and c and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Date leave began: (B)(6) 2013. Date leave ended: (B)(6) 2013. Three coils were visible on the left and right side. Discrepant information: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Patient reported she had done total hysterectomy in (B)(6) 2014. Left side: three coils were visible, right side: three coils were also visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2013: pre-op diagnosis: menometrorrhagia, desires sterilization procedure: bilateral essure hysteroscopic sterilization, hysteroscopy, d&c with therma choice. Balloon ablation. Specimen: endometrial curettings; on (B)(6) 2014: final diagnosis: (a): uterus and cervix:. Uterine adenomyosis; uterine weight 106 grams. Variably atrophic. Basaloid to focal weakly secretory type endometrium. No evidence of atypia, adenomatous change or malignancy. (B): endometriosis from cul-de-sac: -mesothelial surfaced connective and fibrofatty tissue with focal fibrosis, reactive epithelial change and moderate chronic inflammation clinical data: pre-op diagnosis & post-op diagnosis: pelvic pain, adenomyosis (history of ablation and essure sterilization). Procedure: total laparoscopic hysterectomy, excision of endometriosis specimen: (a) uterus and cervix (b) endometriosis from cul-de-sac. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain/severe cramping pain') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral hysteroscopic sterilization, hysteroscopy d and c with endometrial balloon therm ablation". Medical conditions: both ostia were visualized. The essure catheter was then advanced through the operative port toward the left ostium and advanced all the way to the black marker. The thumb wheel was then rotated. The transverse button was depressed and the thumb wheel was further rotated, deploying the coils and the micro insert. Three coils were visible, consistent with appropriate application. The same was done on the right side. Three coils were also visible on that side, consistent with appropriate application. Concurrent conditions included menometrorrhagia, polymenorrhoea, metrorrhagia, adenomyosis uteri, fibrosis, chronic salpingitis and endometriosis externa. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen (advil), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, tizanidine hydrochloride (zanaflex) from (B)(6) 2014 to march 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy-(B)(6) 2014, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, metrorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for, date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Date leave began: (B)(6) 2013. Date leave ended: (B)(6) 2013. Three coils were visible on the left and right side. Discrepant information: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Patient reported she had done total hysterectomy in (B)(6) 2014 left side: three coils were visible, right side: three coils were also visible. Plaintiffs received treatment for pelvic pain, abdominal pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2013: pre-op diagnosis: menometrorrhagia, desires sterilization procedure: bilateral essure hysteroscopic sterilization, hysteroscopy, d&c with therma choice balloon ablation specimen: endometrial curettings; on (B)(6) 2014: final diagnosis: (a) uterus and cervix: - uterine adenomyosis; uterine weight 106 grams. - variably atrophic. Basaloid to focal weakly secretory type endometrium. -no evidence of atypia, adenomatous change or malignancy (b) endometriosis from cul-de-sac: - mesothelial surfaced connective and fibrofatty tissue with focal fibrosis, reactive epithelial change and moderate chronic inflammation clinical data: pre-op diagnosis & post-op diagnosis:: pelvic pain, adenomyosis (history of ablation and essure sterilization) procedure: total laparoscopic hysterectomy, excision of endometriosis specimen: (a) uterus and cervix (b) endometriosis from cul-de-sac. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event bladder infection, urinary tract infection, vaginal infection, vaginal discharge were added. Outcome of event menorrhagia was updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral hysteroscopic sterilization, hysteroscopy d and c with endometrial balloon therm ablation". Medical conditions: both ostia were visualized. The essure catheter was then advanced through the operative port toward the left ostium and advanced all the way to the black marker. The thumb wheel was then rotated. The transverse button was depressed and the thumb wheel was further rotated, deploying the coils and the micro insert. Three coils were visible, consistent with appropriate application. The same was done on the right side. Three coils were also visible on that side, consistent with appropriate application. Concurrent conditions included menometrorrhagia, polymenorrhoea, metrorrhagia, adenomyosis uteri, fibrosis, chronic salpingitis and endometriosis externa. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen (advil), nsaids since april 2013, paracetamol (acetaminophen) since april 2013, tizanidine hydrochloride (zanaflex) from february 2014 to march 2014 and tramadol from february 2014 to march 2014. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In june 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total hysterectomy, d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, urinary tract disorder and bladder disorder had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Date leave began: (B)(6) 2013 date leave ended: (B)(6) 2013 three coils were visible on the left and right side. Discrepant information: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Patient reported she had done total hysterectomy in 02/24/2014 left side: three coils were visible, right side: three coils were also visible. Plaintiffs received treatment for pelvic pain, abdominal pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2013: pre-op diagnosis: menometrorrhagia, desires sterilization procedure: bilateral essure hysteroscopic sterilization, hysteroscopy, d&c with therma choice balloon ablation specimen: endometrial curettings; on (B)(6) 2014: final diagnosis: (a) uterus and cervix: - uterine adenomyosis; uterine weight 106 grams. - variably atrophic. Basaloid to focal weakly secretory type endometrium. -no evidence of atypia, adenomatous change or malignancy (b) endometriosis from cul-de-sac: - mesothelial surfaced connective and fibrofatty tissue with focal fibrosis, reactive epithelial change and moderate chronic inflammation clinical data: pre-op diagnosis & post-op diagnosis:: pelvic pain, adenomyosis (history of ablation and essure sterilization) procedure: total laparoscopic hysterectomy, excision of endometriosis specimen: (a) uterus and cervix (b) endometriosis from cul-de-sac. Ultrasound scan vagina - in may 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, metrorrhagia, bladder problems, urinary tract disorder. Events outcomes were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral hysteroscopic sterilization, hysteroscopy d and c with endometrial balloon therm ablation". Medical conditions: both ostia were visualized. The essure catheter was then advanced through the operative port toward the left ostium and advanced all the way to the black marker. The thumb wheel was then rotated. The transverse button was depressed and the thumb wheel was further rotated, deploying the coils and the micro insert. Three coils were visible, consistent with appropriate application. The same was done on the right side. Three coils were also visible on that side, consistent with appropriate application. Concurrent conditions included menometrorrhagia, polymenorrhoea, metrorrhagia, adenomyosis uteri, fibrosis, chronic salpingitis and endometriosis externa. Concomitant products included hydrocodone; paracetamol (acetaminophen;hydrocodone), ibuprofen, ibuprofen, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, tizanidine hydrochloride (zanaflex) from (B)(6) 2014 to (B)(6) 2014 and tramadol from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total hysterectomy, d and c and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for, date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Date leave began: (B)(6) 2013. Date leave ended: (B)(6) 2013. Three coils were visible on the left and right side. Discrepant information: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Patient reported she had done total hysterectomy in (B)(6) 2014. Left side: three coils were visible, right side: three coils were also visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2013: pre-op diagnosis: menometrorrhagia, desires sterilization procedure: bilateral essure hysteroscopic sterilization, hysteroscopy, d&c with therma choice balloon ablation. Specimen: endometrial curettings; on (B)(6) 2014: final diagnosis: uterus and cervix: uterine adenomyosis; uterine weight 106 grams. Variably atrophic. Basaloid to focal weakly secretory type endometrium. No evidence of atypia, adenomatous change or malignancy. Endometriosis from cul-de-sac: mesothelial surfaced connective and fibrofatty tissue with focal fibrosis, reactive epithelial change and moderate chronic inflammation. Clinical data: pre-op diagnosis & post-op diagnosis: pelvic pain, adenomyosis (history of ablation and essure sterilization). Procedure: total laparoscopic hysterectomy, excision of endometriosis. Specimen: uterus and cervix. Endometriosis from cul-de-sac. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received. Case becomes incident. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, device monitoring error were added. Events onset date were added. Concomitant drugs, conditions were added. Lab data added. New reporters were added. Patient demographics added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.